Event description:
Please refer to initial MFR. Report.

Manufacturer narrative:
The concerned filter could not be evaluated since it had been discarded in the hospital already. The log file of the ventilator could be analyzed whereby it could be revealed that the last check of the breathing circuit system was performed 2.5 months ago while dräger indeed recommends to do this with every change of the patient circuit system. For the date of event, three episodes of nebulization were recorded, each of them lasted fifteen minutes. Subsequently to these episodes there was no alarm condition recorded which would indicate an increase of the circuit resistance. The limit for the "minute volume low" alarm was set to 140ml which is comparatively low. Patient age and weight was not disclosed to dräger; it can however be considered that this alarm threshold would be inadequate for an adult patient. The ventilation settings used for the particular procedure could be extracted from the logs and, a test was performed with another filter of the same type. Even with continuous nebulization for 3.5 hours, the filter resistance increased to a value of 10% above specification only. The reduction in permeability was not that significant that the patient ventilation may become impaired. All in all, no causal connection between the required resuscitation and the change in filter characteristics that can be expected as a consequence f the performed nebulization could be established. Since the log of the ventilator contains no hint for the potential presence of impairment of ventilation, dräger finally concludes that either other unknown contributing factors came into effect (i.e. Much longer use time of the filter than recommended) or that the event was related to the patient condition.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that an intubated patient on an evita v300 under ventilation with a safestar 80 was pulmonary and cardiac decompensated and thus resuscitated. The users stated that the filter became impermeable. It was nebulized with nacl 6 times daily using the inspirational triggered evita nebulizer. The patient survived the event.